Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a protege rx stent for treatment of a calcified lesion with 85% stenosis in the proximal region of the common carotid artery. There was severe calcification and tortuosity. The device was prepped as per the IFU with no issues identified. There was no resistance encountered during delivery to lesion. The device did not pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock pin was removed prior to deployment. It was reported the device was unable to be deployed. No intervention was required for removal of the device. The device was safely removed from the patient. When removing device, part of the stent strut was exposed. Another stent of the same model was used to complete the case. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst loosened. The stent was confirmed as 40mm. The device was returned with approx. 18mm of the stent exposed. Damage was noted to the device, the distal end of the blue outer appeared to be flowered and the shaft of the device appeared to be bent. A 20cc water filled syringe was used to flush the device, the device flushed. A 0.014¿ guidewire advanced through the device. The device was set up in the deployment fixture. The stent did not deploy with a maximum peak force of 3.15lbs. The distal end of the blue outer was examined, the flowering is consistent with a force being applied to the device, allowing it to flower over the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: there was no vessel damage. The stent couldn't be released, and there was a large resistance. After taking it out of body, the surgeon also tried to withdraw the y valve to release it, but found it difficult to release it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.